Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
It was reported that prior to implant the lead helix would not unscrew. The lead was not used. No patient complications have been reported as a result of this event.